Event description:
The doctor was doing an acute stroke case in interventional radiology. After trying to open up the left middle cerebral artery with tpa, he advanced the l5 merci retriever device with the merci microcatheter. Once he passed through the clot in the middle cerebral, he rotated the device counterclockwise and pulled back. The corkscrew end did not move past the clot, but the delivery wire came out. The device did not move from the middle cerebral artery. After multiple attempts to snare the device out of the artery, as well as trying to stent the artery, the procedure was ended with the device still in the left middle cerebral artery.